Manufacturer narrative:
The reported event of no ble telemetry was confirmed. Review of the data provided found that the device was in cybersecurity lockout due to multiple connection attempts. Once the lockout was cleared the device was able to pair to the mobile application successfully.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited no bluetooth telemetry. Bluetooth was eventually restored after re-interrogating the device with the programmer. There were no patient consequences.